Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the handpiece was broken. Through follow up, it was reported that the handpiece was getting hot prior to use. When tested by the sales rep, it was noted that the handpiece overheated in less than a minute. There was no troubleshooting performed to resolve the issue. There was no patient impact.